Event description:
Additional information: the alarms resolved after controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing backup battery faults was confirmed via the downloaded log files; however, the reported event was not reproduced during testing. The heartmate 3 system controller (serial number (B)(6)) was returned to abbott and a log file was downloaded. The downloaded log file from the returned system controller (labeled c8090733) contained relevant data spanning 5 days (18jun2023 ¿ 23jun2023 per the timestamp). Additional data was captured on 09aug2023; however, this is consistent with data captured when the controller was returned to abbott for analysis. The log file captured intermittent atypical backup battery fault alarm active due to the backup battery not passing the load test. During this event, the loaded voltage measured under the acceptable threshold voltage compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm remained active until the controller was shut down. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number hsc-120746, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having consistent external backup battery (ebb) faults. The patient had previously exchanged their ebb, system controller (MFR # 2916596-2023-01295) and modular cable with no resolution of the alarms. The system controller was exchanged again to try and resolve the issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.